Event description:
There was one hair discovered inside the drip chamber and one hair outside the drip chamber - where the spike is attached to it, on the alaris latex free infusion set for use with imed pump.